Manufacturer narrative:
(B)(4) for the evaluation findings of stent damaged. A visual examination of the returned device found that the stent had been deployed from the device and was returned. The outer sheath of the delivery system had been fully closed to the tip. It was noted that the catheter was kinked at 15 mm distal to the distal end of the valve body. A visual examination of the returned stent found stent wire damage at one end of the stent. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent biliary prosthesis was attempted to be implanted within the common bile duct of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a 5 mm lesion at the hilar level of the common bile duct. The stricture was obstructing the flow of bile from the intrahepatic ducts. It was also reported that there was 5 mm lesion located within the mid common bile duct. The patient¿s anatomy was dilated prior to stent placement. During the procedure, a sphincterotomy was performed following dilatation. The physician attempted to advance the stent into the target lesion; however, the stricture was too tight at the mid common bile duct. The stent was unable to cross the lesion and had to be removed from the patient. The procedure was completed with a plastic stent. There were no patient complications as a result of this event. The patient¿s condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stent was damaged, this is now a reportable event.